Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported) and subsequently, was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve resulting into wound dehiscence exposing the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.